Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: 3.9, reference: 2.7, mean: 3.3, confidence limits: 1.9 - 4.6, result: pass. Reported results are within the confidence limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. No further testing is required. Conclusion: analysis of the client's data from inratio and reference tests revealed that the test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. As reviewed on (B)(4) 2011, 35 discrepant result complaints were reported for lot #248203, yielding a complaint rate of 0.023%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. This issue will be subject to tracking and trending. Corrective action is not required at this time.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 3.9, lab: 2.7. Tests were done within 15 mins of each other.